Event description:
The customer's mother reported that they were unable to upload information from the insulin pump. No blood glucose reading provided.

Manufacturer narrative:
Insulin pump unable to download to the care link software due to displayable history crc check failed on start up alarms in alarm history screen. Displayable history crc check failed on start up alarms due to corrupted history file. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.